Event description:
The facility reported an infusion pump with bad batteries. The event was reported to have occurred during bio-testing. According to the hospital respresentative, no patient injury or need for medical intervention had been reported. No additional information was available.